Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy procedure, when the device was used for the anastomosis, the staple line was incomplete. The staple line was over, sewed and the surgical time extended 30 minutes or more due to the product problem.